Manufacturer narrative:
A: there was no reported patient involvement in this event. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the delivered boxes was damaged. The damaged pump was intended to be replaced.